Manufacturer narrative:
No patient demographics provided. Service was dispatched. Beckman coulter field service engineer (fse) reported the reference valve caused the bubbles leading to the erratic erroneous k results. The failure mode is the reference valve. Fse replaced the reference valve to resolve the issue.

Event description:
The customer reported the au680 clinical chemistry analyzer had erratic erroneous potassium (k) results. The erratic erroneous k results were auto-repeated due to panic high (ph) and panic low (pl) flags and the results were acceptable. The erroneous results were not reported out of the lab. There was no change in patient treatment. Customer reported the quality control (qc) prior to the event were within the lab established ranges.